Event description:
It was reported that the pt underwent spinal fixation surgery (t11-l2). The longitude reduction sleeve was bent while the surgeon was reducing the rod and it dislodged from the screw entirely. There were no broken pieces from the instrument. No pt injury was reported. The surgeon used another instrument to finish without incident.

Manufacturer narrative:
(B) (4): the inner sleeve was returned for eval. Visual and optical examination did not reveal any material damage in terms of fracture, cracking or wearing. A slight opening of the sleeve (about 2 mm) was detected. This appears to be due to permanent deformation of the part. It is apparent that the stiffness of the material is relatively low for the intended application. A review of the device history records did not identify any applicable nonconformance to spec.